Event description:
A balloon ruptured following the fourth inflation during an iliac angioplasty procedure of a calcified lesion. Resistance was encountered upon removal of this balloon catheter. Following withdrawal of the balloon catheter it was noted the balloon was detached at the distal bond. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated, and retained by this MFR. The engineering evaluation revealed the balloon was torn completely around, circumferentially, over the distal radiopaque marker. Scratches and chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches and chatter marks on the balloon surface. It was indicated this device was used in a calcified lesion. Co believes the above factor contributed to this event and do not attribute it to the device. Directions for use state: "if loss or pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."